Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 5f mynx control vascular closure device (vcd) was partially left on the device and was swollen when the device was removed with the sheath. There was no reported patient injury. The device will be returned for evaluation.